Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that inadvertent mishandling prior to use contributed to the reported premature deployment; however, this could not be confirmed. A conclusive cause for the reported premature deployment could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during preparation, it was noticed that the stent became opened. Another xpert stent was used to continue the procedure. There was no patient involvement. No additional information was provided.